Manufacturer narrative:
PMA/510(k)#: k011369, k122558. (B)(4). Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for can¿t activation device detected by end user. Photo was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that ultrasafe x100lg2xl png blue tint was unable to activate the safety guard. This was discovered after use. The following information was provided by the initial reporter: a hospital reported one syringe has a handling problem. The complainant mentioned that the spring of mircera can not been activated normally, so their nurse can not use it. After consulted with their pharmacist, they decided to reported this issue and return the defective syringe.